Event description:
It was reported that during an lsc sleeve gastrectomy procedure, after two successful firings with black reloads, on the third firing of the device a very tiny piece of the green reload was (approx. 1mm) was seen along the staple line on the stomach. The staple appeared to be around part of the green piece. A small instrument was used to remove the piece from the patient. The same instrument was used to complete the case. There was no adverse consequence to the patient and the patient was stable following the procedure. The instrument was discarded.

Manufacturer narrative:
(B)(4). I call and spoke with the rep who confirmed that the reload was being used in instrument psee60a, lot m90f9p. The instrument was discarded. The rep also explained that it was only because the reload was green that the fragment was noticed along the staple line. A small instrument was used to remove the fragment and one staple appeared to be partly formed around the fragment. The same instrument was used to complete the procedure. The patient was fine/stable. The analysis results showed that one gst60g cartridge reload was received. The reload was received fully fired and with cartridge deck damage. No further functional test could be performed due to the condition of the reload. Upon further inspection the found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.